Event description:
Additional information stated the patient experienced ¿stimulation in the wrong location.¿ it was reported the patient met with their physician on 2013-(B)(6) and was told their ¿leads had moved and may need to be replaced.¿ it was stated the ¿stimulation went up into her ribcage¿ and that this condition ¿started about a month¿ prior to the date of follow-up. It was noted the patient ¿had the implantable neurostimulator (ins) off at night¿ and ¿on in the day time when she was walking.¿

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient had not been receiving therapeutic benefit because ¿a few months ago¿ his doctor discovered the lead wires had moved into his ribcage. The patient stated that he was not sure if the doctor was going to replace the entire system or just the wires. The patient noted that his insurance just gave him the ¿go ahead¿ to do the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device that attributed to the event was the lead. The cause of the event was lead migration. There were no abnormal impedance measurements. The issue was due to the lead migration. Surgical intervention occurred, which was revision of the lead. It was unknown if it would be returned. The revision was on (B)(6) 2013 of the spinal cord stimulator lead. The leads were replaced two times (indicating two leads were replaced), with a date of (B)(6) 2013. The patient status was good and had pain coverage at the post-operative appointment on (B)(6) 2013.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the lead revision was scheduled for (B)(6) 2013. The current lead was not covering the pain and thus the patient had not been using the device for "about one month."

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported that the there was a "loss of stimulation/therapeutic effect." It was noted that two leads were expl anted on (B)(6) 2013 and replaced with ones from the same manufacturer. It was noted that the product issue was resolved. The patient status was described as alive with no injury. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that there was a lead migration and the patient planned to meet with the health care provider (hcp) to consult for a possible lead revision surgery. It was noted that x-rays were taken and impedance testing and reprogramming were done. The patient reportedly experienced less than 50% therapy relief and pain in the left rib when the left lead was turned on. Additional information has been requested but was not available at the time of this report.